Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of diagnostic data and programmer printouts returned from the field. The anomaly could not be reproduced on the bench and using ate tests. The root cause was not determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that one day post implant, interrogation revealed that the charge time limit had been reached. A capacitor maintenance was attempted twice with the same alert being displayed. The ICD was explanted and replaced.